Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot #: 670930; catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot #: 415440; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot #: 541780; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot #: 472190; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot #: 593030; catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot #: 172790; catalog #: 180561, comp nlk scr 3.5hex 4.75x35 st, lot #: 251830; catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot #: 541780; catalog #: 113653, comp primary stem 13mm std, lot #: 921870; catalog #: 115370, comp rvs tray co 44mm, lot #: 577900; catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot #: 355910 . H3: customer has indicated, that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00955, 0001825034-2024-00956. H3 other text: product location unknown.

Event description:
It was reported, patient underwent left reverse total shoulder approximately 8 years ago. Subsequently, about a year later, the patient underwent a revision, due to bone erosion (notching), ho and poor baseplate positioning. The patient retained the well fixed stem, but revised humeral tray & bearing. Glenosphere components revised to competitor products. No further information is known.

Manufacturer narrative:
(B)(4). The event was reassessed, and it was determined that this device did not cause or contribute to the reported event. Therefore, this component is not reportable.

Event description:
The event was reassessed, and it was determined that this device did not cause or contribute to the reported event. Therefore, this component is not reportable.